Manufacturer narrative:
Device photo analysis: visual analysis: device with two devices are seen inside peel pouch packaging, both devices appear to be intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "very intense tiredness", "solid nodule" and "lobed contours". The following events are not related to the device, "suffered from pathologies driven by the inclusion of the prosthesis, which were described as rheumatological diseases (ankylosing spondylitis, fibromyalgia, hypothyroidism and scleritis), hair lost, "focal lymphomononuclear infiltrate¿, ¿gigantocellular reaction spots, sometimes involving small vacuoles and cystic spaces containing synthetic material¿, and ¿damages caused by recalled product¿. The device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma

Event description:
Patient reported left side "very intense tiredness", "solid nodule" and "lobed contours". The following events are not related to the device, "suffered from pathologies driven by the inclusion of the prosthesis, which were described as rheumatological diseases (ankylosing spondylitis, fibromyalgia, hypothyroidism and scleritis), hair lost, "focal lymphomononuclear infiltrate¿, ¿gigantocellular reaction spots, sometimes involving small vacuoles and cystic spaces containing synthetic material¿, and ¿damages caused by recalled product¿. The device remains implanted.

Event description:
The device has been explanted.